Manufacturer narrative:
Occupation: synthes employee. Investigation summary: visual inspection: the handle for torque limiting attachment (p/n 03.110.005, lot: 2557274) was received showing a sort of dusty foreign material / residue on the handle. No other issues were identified with the returned components of the device. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. Conclusion: the complaint condition is confirmed for the handle for torque limiting attachment (p/n 03.110.005, lot: 2557274) as the device was received showing a sort of dusty foreign material / residue on the handle. The material was able to be "scratched" off from the blue ppsu. No definitive root cause could be determined. The condition may have occurred during use or reprocessing / storage. During this investigation no product design or manufacturing issues were observed that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device history lot: part #: 03.110.005, lot #: 2557274, manufacturing site: (B)(4), release to warehouse date: jan. 18, 2010. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance's were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported on august 1, 2019, while inventorying one of the variable angle (va) foot sets, it was noticed that the handle for torque limiting attachment was either burnt or the blue was fading out on one side of the handle. There was no patient involvement. This is report 1 for 1 (B)(4).